Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended and bent. Blood was visible inside the helix. No further helix testing was possible.

Event description:
It was reported by the physician that the lead was possibly broken as it was impossible to screw out the lead helix. The lead was not used. There was no patient involvement.